Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has had high blood glucose. Blood glucose level up to 400 mg/dl. Customer notes that the headset was leaky and the self-adhesive was wet. No adverse event reported. A request was made for the return of the device.